Event description:
Customer reported the "the filament of the sensor was left stuck in her arm" upon removal of an adc freestyle libre sensor. Customer experienced pain, swelling, and bruising and had contact with a healthcare provider who performed an x-ray to detect the the filament and provided antibiotics. Customer additionally reported that she was still waiting for the filament to be removed at the time of call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000gdhjk8 has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was not returned. Visual inspection was performed on the sensor pack and damaged transition features were observed, indicating improper assembly method by the user. Unable to perform further investigation due to applicator not returned. If additional product is returned, an investigation will be performed. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "the filament of the sensor was left stuck in her arm" upon removal of an adc freestyle libre sensor. Customer experienced pain, swelling, and bruising and had contact with a healthcare provider who performed an x-ray to detect the filament and provided antibiotics. Customer additionally reported that she was still waiting for the filament to be removed at the time of call. There was no report of death or permanent injury associated with this event.